Manufacturer narrative:
A visual analysis of the returned zero tip basket was performed. The handle of the device was not returned. Following a detailed device analysis, it was found out that there was a kink in the distal tip and proximal end of the blue sheath. All heat shrinks are not in place and the blue green shrink was observed to be frayed. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the coating of the device peeled off completely without any laser contact and fell inside the patient's body. The physician retrieved the fragments successfully. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the coating of the device peeled off completely without any laser contact and fell inside the patient's body. The physician retrieved the fragments successfully. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.